Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type screening device, product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by the basic evaluation patient that they were concerned that they could have pulled their leads in their sleep because they could not feel the stimulation.